Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, anxiety product/procedure, rupture.

Event description:
Patient reported pain, and concern for textured breast implant device on right side. Patient reported "laminal fluid", ruptured prosthesis and "complex fold" diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. Pain: unable to observe as it is not related to the device. Crease/folding of implant: observed. Anxiety-product/procedure: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Patient reported pain,and concern for textured breast implant device on right side. Patient reported "laminal fluid", ruptured prosthesis and "complex fold" diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported pain,and concern for textured breast implant device on right side. Patient reported "laminal fluid", ruptured prosthesis and "complex fold" diagnosed by ultrasound. The device has been explanted and replaced.

Event description:
The device has been explanted.